Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (30mg/ml at 2mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the pump was flipping. The patient weight fluctuated. The pocket was opened and the pump was moved to the other side. The catheter was emptied to determine patency and then reconnected. The catheter was primed and the rate was reduced. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the patient had a history of weight fluctuation not related to the device. There were no further complications reported at this time.